Event description:
Revision surgery - after completion of the original surgery, the pt's shoulder dislocated. It was determined by the surgeon that a revision of the +4 socket to a +8 socket and a +4 socket insert to a 36 semi constrained +4 poly liner was necessary to prevent further dislocations.